Event description:
It was reported, the pt felt discomfort due to the size of her ipg, and she wanted a smaller ipg. The physician replaced the ipg with a smaller version. The pt was receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.